Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance. It was also discovered a lead fracture. Reasonable evidence suggests the fracture might have caused the loss of capture and high pacing impedance measurements. This issue was resolved by surgically abandoned the lead and was then successfully replaced. No additional adverse patient effects were reported.